Event description:
It was reported the clear connector with the blue septum is leaking while getting a chemotherapy treatment, all the chemo solution dripped on the patient from the connector. It is not possible to close the yellow clip since it will close all line of treatment. Device was replaced with a needleless bioconnector. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfxf135 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in israel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking at the y-site valve was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. The sample was received in its original sealed packaging. Attempts to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration. During flushing/aspiration attempts with the distal clamp closed, one bead of water was observed emanating from between the blue y-site valve and white housing. A continuous leak was not observed. Also received was one photograph which appeared to depict a 20ga safetstep safety infusion set with y-site being used to access a patient¿s implanted port. A bead of clear infusate was visible on the outside of the y-site valve. Non-continuous leaks were observed at the valved y-sites both in the submitted photograph depicting the complaint sample and during evaluation of the returned sealed reference sample. The product instructions for use (IFU) warnings states ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Event description:
It was reported the clear connector with the blue septum is leaking while getting a chemotherapy treatment, all the chemo solution dripped on the patient from the connector. It is not possible to close the yellow clip since it will close all line of treatment. Device was replaced with a needleless bioconnector. No other information was provided.